Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited lead noise. No intervention was performed at this time and the patient would continue to be monitored. There were no consequences to the patient.